Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 9 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for valve replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this patient underwent a transcatheter valve-in-valve procedure due to severe regurgitation. If information is provided in the future, a supplemental report will be issued.